Event description:
It was reported that the left ventricular (lv) lead exhibited high impedance, and failure to pace. It was observed that the lead contains an apparent fracture. The lead was difficult to place so it was decided to keep the lead implanted and reprogram the settings. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5554-53 lead, implanted: (B)(6) 2010; 694758 lead, implanted: (B)(6) 2010. (B)(4).